Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an impedance warning on the day of implant and the measurements are currently within range. The rv lead remains in use. No patient complications have been reported as a result of this event.